Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log, the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log, the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module board functioned as designed and operated without issue or error codes.